Manufacturer narrative:
A partial lead with the connection portion measuring 7.5 cm was returned for analysis. The reported field event of unacceptable threshold, low impedance and noise was not confirmed in the laboratory. The damage found was sustained during the surgical procedure. The lead was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented to the clinic, low, out of range, low voltage lead impedance issue, inadequate capture issue and noise reversion with high ventricular rate showing noise episodes were observed on the rv lead. Noise was observed on the ra lead for several years but electrically stable. Leads were explanted and new leads were implanted. Patient was stable.